Manufacturer narrative:
The customer reported that their internet service provider went down and they can no longer monitor their transmitters. They stated that their transmitters were suppose to go into monitoring mode automatically if they ever lost wifi connection, but that they didn't. No harm or injury was reported. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all the information: customer replied that the requested information was "unknown".

Event description:
The customer reported that their internet service provider went down and they can no longer monitor their transmitters. They stated that their transmitters were suppose to go into monitoring mode automatically if they ever lost wifi connection, but that they didn't. No harm or injury was reported.